Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was going into threshold suspend. Customer stated that the sensor glucose readings are not accurate. Customer stated that his blood glucose value was 152 mg/dl but the sensor reading was 69 mg/dl. Customer was advised to remove and replace the sensor. Nothing further reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to high readings.